Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump declared multiple intermittent temperature alarms while the pump was charging. Reportedly, the customer was not able to charge the pump to 100% since the issue occurred. There was no reported adverse impact to the customer¿s blood glucose, as contact declined to provide. The pump was not within abnormal temperature conditions. Reportedly, the customer continued using the pump for insulin therapy.